Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. One haptic is slightly bent in the haptic insertion area. The optic is torn/split/cracked (possibly cut) into two portions. One torn/split/cracked portion has a large deep scrape mark. This portion¿s optic edge has a piece of optic lens material missing (not returned). Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified viscoelastic. The file indicated on an attached questionnaire that ¿no cartridge used¿. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The root cause for the reported "vitrectomy" could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A buyer reported that during an intraocular lens (iol) implant procedure, the lens broke into two pieces when inserting the lens into the patient's eye. Additional information was provided that a vitrectomy, pars plana lensectomy, and secondary intraocular lens placement were performed during the initial procedure. There was no patient injury.